Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with a generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. The device was disassembled but no anomalies that could affect the functionality of the hand activation buttons were found. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic fundo procedure gen11/no error code/no signal tone/ self activation of the ace-shear -nobody pushed "min" or "max". No further information. No consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.